Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide (swg) kinked during patient use.

Event description:
The customer reports that the spring wire guide (swg) kinked during patient use.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide assembly and lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire body. Visual analysis revealed one distinct kink towards the middle of the guide wire body. Additionally, the distal j-bend was misshapen but intact. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire measured and 381mm from the distal end. The total guide wire length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .796mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through an inventory ars and introducer needle with minimal resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "pulling back on the spring-wire guide may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one major kink on the guide wire body. The distal j-bend was also slightly deformed. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.